Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during pulmonary vein isolation (pvi) gap mapping, 2 hours after the start of the procedure, blood pressure dropped, and effusion was confirmed by soundstar. Drainage was performed immediately and the patient's condition stabilized. The patient could have been kept in the general ward, but was kept in the ccu (critical care unit) for observation. The physician commented that the cf (contact force) value was more unstable than usual, the frequency of zeroing seemed to be higher than usual, but the patient was ablated without any discomfort, and the cf was not displayed as underestimated. It was not clear after analyzing the procedure with the physician which part was perforated. Timing was during gap mapping, 2 hours after the start of the procedure. Details regarding the cardiac tamponade: atrial septal puncture was performed by rf (radiofrequency) needle. Ablation was performed both rpv (right pulmonary vein) and lpv (left pulmonary vein) before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 50w or 35w with flow rate of 15ml/min. Physician assessment of the health problem: non-serious (moderate/minor severity). Cf monitoring methods_ real time graph; dashboard; vector_ visitag. Coloring settings for visitag_ tag index. Additional filters for visitag_ fot (force over time). Causal relationship with the product_ unknown. Physician's opinion on the relationship between the event and the product: there were times when cf was "a little uncomfortable", but since zeroing was done on each occasion, no causal relationship seemed to exist. There were no abnormalities before using and during the product. Additional information: the patient did not require extended hospitalization--however the code for prolonged hospitalization will be used as the critical care unit was still used for observation as opposed to a unit of lesser severity. Generator information was a smartablate generator. G4c-3488. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31075367l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).